Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found a damaged battery compartment, and a damaged dso seal. Functional testing was unable to be verified and duplicated the reported problem. The battery compartment and dso seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported "flow rate default". The problem was detected during tests. There was no patient involvement.